Event description:
A report was received that a pt experienced edema following the implant procedure. The pt's cardiologist determined that the pt was allergic to morphine that was given to the pt for post-procedural pain. The cardiologist prescribed the pt lasix, and the pt is no longer experiencing edema.